Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 where it was reported that liquid leaked from primary tubing set b port. Likely, proximal occlusion due to issue with b port. Drugs involve was cytoxan. There was patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
No 146870489 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Corrected information can be found in d10 concomitant products, e3 and e4.